Manufacturer narrative:
(B)(4). The device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator, the device was recognized and it did active. However, due to the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device stopped working during the middle of the procedure. The device would no longer cut/cauterize tissue when grasped. Case completed with another device of the same product code. There were no patient consequences reported.